Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2003: the patient was pre-operatively diagnosed with severe lumbago with bilateral lower extremity radiculitis. L4-5 and l5-s1 painful internal disc disruption with a prominent right l4-5 annular tear. Status post lumbar discectomy and underwent the following procedures: anterior l4-5 and l5-s1 interbody arthrodesis utilizing peek,lt cages packed with rhbmp-2. Posterior l4-5 and l5-s1 facet fusion augmented with rhbmp-2 and sera sorb and posterior spinal instrumentation utilizing percutaneous instrumentation (titanium) in which rh-bmp2/acs was used.